Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
As reported the complaint, "2 passes nothing was in the nose cone. At that time we noticed the shaft was broken." No injury to the patient noted. Investigation of the returned device on (B)(6) 2014 found that the cause of the reported difficulties was a wrapping of stent (unknown make and model) around the turbohawk drive shaft.